Event description:
It was reported to philips that the ups was displaying an alert indicating that the batteries were not connected. No harm to the patient or user was reported. Philips has started an investigation of this complaint.